Event description:
It is reported that during the surgery, the "subjection flap" of the articular surface of the tibial component was broken. This occurred at the moment the surgeon was trying to insert the tibial component.

Manufacturer narrative:
Eval summary: the fracture occurred on the anterior rim, in approx the location where the articular surface inserter engages with the implant. Sem and eds analyses were performed on the fractured surface of the implant, which was returned for eval. The sem analysis showed elongated and equiaxed dimples on the fractured surface, indicating that a metal fragment sheared off by an overload. Eds showed ti, al, and v in the spectrum typical of tivanium alloy. A probable contributor to the event is excessive force applied to the articular surface inserter while it was still engage with the tibial tray. However, the articular surface inserter was not returned for eval. The definitive cause of the device failure cannot be determined based on the available info. The device history records indicate all components were manufactured and inspected to specification.